Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Visual inspection of the electrode end found the helix was stretched. The damage to the helix was likely a result of the explant procedure. However, a stretched helix may have contributed to the dislodgement.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. An invasive procedure was performed and the lead was replaced. No additional adverse patient effects were reported.